Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via the device manufacturer's representative (rep) that the right lead moved left. The patient was no longer feeling stimulation on the right side. The patient was unsure what caused the lead to migrate to the left. An x-ray and reprogramming was done. The x-ray showed the lead moved left. The reprogramming wasn't successful attempting to move stimulation to the right. The plan was to revise the lead in (B)(6). Surgical intervention was planned, but was not scheduled yet. The issue was not resolved at the time of this report. The rep had no further information; there is follow up in six weeks. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received from the manufacturer's representative reported the lead was revised on (B)(6) 2016 and the patient was now getting good coverage to all painful areas.